Event description:
During follow-up, the device was observed to reach elective replacement indicator (eri) level prematurely. Device replacement is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condtiion.

Event description:
Additional information was received indicating that the patient experienced ventricular tachycardia in (B)(6) 2023 which was self-terminated. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at end of service (eos) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and premature battery depletion.